Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the pt that black dust was seen in the vent filter. Vent filer analysis sent to the MFR revealed evidence of chlorine possibly indicating some fluid ingress. Waveform analysis also performed with reported valve regurgitation. Some aortic valve insufficiency had also been noted. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.